Event description:
It was reported that a revision was performed on the patient due to migration of the lead up a couple of vertebral spaces. Following the revision the patient had good coverage. Three days later, the patient contacted the "consultant" with a loss of stimulation to the affected areas and stimulation to other areas of their body. Further evaluation found that the lead had migrated up 3 vertebral spaces. The physician did not want to re-operated on the patient and was concerned about the anchoring the device. The device remained implanted in the patient.

Manufacturer narrative:
(B)(4).